Event description:
It was reported via repair work order that the foot end of bed was elevated and would not lower due to damaged lift motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the foot end of bed was elevated and would not lower due to damaged foot end lift assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the bed was elevated and wouldn¿t lower due to a damaged foot end lift assembly.